Event description:
Boston scientific received information that this right atrial lead was not pacing the atrium two weeks post implant. The lead had dislodged into the ventricle. The lead was explanted. There was no report of adverse pt effects due to the explant procedure. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.